Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ catheter broke from the hub after placement. The following information was provided by the initial reporter: "catheter(s) broke away from port reservoir, initially called in by doctor."

Event description:
It was reported that the unspecified bd¿ catheter broke from the hub after placement. The following information was provided by the initial reporter: "catheter(s) broke away from port reservoir, initially called in by doctor."

Manufacturer narrative:
Investigation summary a device history review could not be completed as no batch number was provided. No samples, photos or product information was provided for evaluation. As a result, bd was unable to verify the reported issue or determine a definitive root cause.